Event description:
The biomedical engineer (bme) reported that the mee-2000a shutdown during acquisition. They were performing a clinical ep test (ssep) in the lab when the dc-200b main unit's leds went on and the program stopped. They were able to boot up in a couple of seconds but the customer stated that this issue is intermittent. Tech support (ts) collected the information collector files and looked in the windows logs and audit trail viewer and found no real error messages indicating a source of the problem. A neurology account executive was onsite troubleshooting and replaced the power cord on the dc-200b and resolved the issue with the mee-2000a. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the mee-2000a shutdown during acquisition. They were performing a clinical ep test (ssep) in the lab when the dc-200b main unit's leds went on and the program stopped. They were able to boot up in a couple of seconds but the customer stated that this issue is intermittent. Tech support (ts) collected the information collector files and looked in the windows logs and audit trail viewer and found no real error messages indicating a source of the problem. A neurology account executive was onsite troubleshooting and replaced the power cord on the dc-200b and resolved the issue with the mee-2000a. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Main unit of the mee-2000a. Model: dc-200b. Sn: ni. Amplier unit model: jb-232b. Sn: (B)(4). Junction box: model: jb-210b. Sn: (B)(4). Model: jb-210b. Sn: (B)(4). Model: jb-210b. Sn: (B)(4). Stimulation pod: model: js-201b. Sn: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the mee-2000a shutdown during acquisition. They were performing a clinical ep test (ssep) in the lab when the dc-200b main unit's leds came on and the program stopped. They were able to boot up in a couple of seconds, but the customer stated that this issue was intermittent. Technical support (ts) collected the information collector files and looked in the windows logs and audit trail viewer and found no error messages indicating a source of the problem. No harm or injury was reported. Investigation summary: the cause of the shutdown was found to be a defective power cable for the main unit. As the cable was not returned for evaluation, a root cause cannot be determined. The mee system was delivered to the customer on (B)(6) 2019. As the mee is a portable system, a possible root cause of the defective power cable is physical damage due to wear and tear. This issue is deemed to be an isolated incident as the occurrences identified during a complaint history review are for the same issue for the same serial number. No further issues have been reported.

Event description:
The biomedical engineer (bme) reported that the mee-2000a shutdown during acquisition. They were performing a clinical ep test (ssep) in the lab when the dc-200b main unit's leds came on and the program stopped. No patient harm was reported.